Manufacturer narrative:
This report is submitted on 17 february 2021.

Event description:
Per the clinic, the patient experienced an episode of meningitis on (B)(6) 2021 and was hospitalised for a duration of 5 days. The following additional information was received regarding the episode of meningitis. Etiology of deafness - the patient has no history of cochlear malformation or reported craniofacial malformations. There was no previous history of meningitis and no reports of csf leak. The patient received pre-implant immunization. Perioperative antibiotics were not administered. The receiver-stimulator well was not drilled into dura. The meningitis episode did not occur within 30 days of a neurologic procedure, no vp shunts or lumbar drains were utilized at the onset of meningitis. 3 months prior to meningitis, the patient experienced earache and subsequent otorrhea. Prior to episode the patient had otitis media and an upper respiratory infection. The patient was successfully treated with antibiotics (type not reported). The implanted device remains.